Event description:
As reported by the field clinical specialist, during a tf tavr with a 23mm sapien 3 ultra valve in the aortic position, the delivery system with valve passed through right common iliac without resistance but jumped when exiting the sheath. Upon removal of the esheath it was noticed that the distal tip was partially torn. The valve was deployed with a good result. The right side was closed without issue. The vascular team used a doppler and was able to get a pulse on the right foot. The patient left the room in stable condition.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: component code, type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned. An image review was performed with device imagery provided and the following was observed: calcified, tortuous, and undersized anatomy were observed within patient's access vessels. Esheath distal tip observed torn. Valve passing through sheath distal tip. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaint was confirmed per evaluation of the returned imagery. However, without the returned device, no visual observation or testing was able to be performed; therefore, a manufacturing non-conformance could not be identified. Review of the device history record and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. Furthermore, no abnormalities were noted during device unpacking or preparation. Per the complaint description, "the delivery system with valve passed through right common iliac without resistance but jumped when exiting the sheath. Upon removal of the esheath it was noticed that the distal tip was partially torn.". Per evaluation of returned imagery, the sheath distal tip was observed to be torn radially along the distal edge of the liner. A product risk assessment (pra) and a CAPA were previously initiated to capture further investigation and corrective/preventive action activities . While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. Additionally, a 3mensio imagery was also provided and shows the presence of access vessel tortuosity, calcification, undersized access vessels near the aortic bifurcation. Per the training manual, "push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification". Undersized access vessels and calcified anatomy can create restricted conditions of the vessels leading to difficulty inserting the valve through the sheath tortuosity can lead to non-coaxial alignment between the crimped valve and the sheath, which may lead to the valve struts to catch onto the sheath distal tip, increasing resistance during advancement and tearing the tip. In this case, improper expansion of the sheath tip during thv advancement and/or patient factors (tortuosity, calcification, undersized access vessels) may have contributed to the complaint events. However, a definitive root cause was unable to be determined at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A product risk assessment (pra) and a CAPA were previously initiated to capture further investigation and corrective/preventive action activities regarding the distal tip tear issue.